Event description:
At the implant procedure, the hcp (healthcare professional) was unable to aspirate the water from the new pump. The reporter mentioned that ¿something may have been wrong with the plastic cover of the pump port¿. When asked to describe that in more detail, the caller could not give further detail. A different pump was opened, successfully prepped, and used for the implant procedure instead.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump was returned with 13 ml of the fluid in it. No motor stalls or errors of any kind were found on the pump logs. The pump was filled with various amounts of sterile water and aspirated multiple times without any aspiration or filling issues. No anomalies were found with the plastic sleeve on the outlet. The allegation could not be reproduced in analysis.